Manufacturer narrative:
Article reviewed: van dijk, et al. 2020. Chronic mesenteric ischemia in the picture new diagnostic techniques and treatment modalities. Ridderprint bv, netherlands the subject article is a chapter in scientific publication based on a retrospective cohort analysis was performed including all consecutive patients who underwent a mesenteric arterial procedure in a tertiary referral center between may 2012 and february 2018. This complaint is based on information found within a article/literature review. There was no product that was available for evaluation, therefore a device evaluation could not be conducted and the complaint cannot be confirmed. The author of the article did not report any major adverse patient effects as result of this event. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Attempts to obtain the device lot information was conducted but unsuccessful. The hazardous situation/harm is addressed in the risk file and is operating within its risk profile. There was no evidence within the article that the device was the cause of the reported event. The complaint history review did not identify an adverse trend, therefore no escalation to CAPA process is required. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Although the a technical success rate of 91% for tra was relatively low, relatively high complication rate with 17% patients died during follow-up period including 4 patients with mesenteric ischemia, however considering study design, patient population with advanced mesenteric artery disease, one can infer that the getinge¿s advanta v12/icast¿ balloon expandable covered stents performed as expected. The author did not attribute occurred adverse events to particular stent type. H3 other text : not available for return

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
Received an article: van dijk, l. J. (2019). Chronic mesenteric ischemia in the picture. Trials, chapter 8. Purpose: thesis method: patients with a consensus diagnosis of atherosclerotic cmi are reviewed. Conclusion: cs have a significantly higher patency rate than bms in patients with cmi due to atherosclerotic origin stenosis of the ca and/or sma per the article adverse events included restenosis, thromboembolic events, bleeding or hematoma, av fistula, rupture and dissection.